Manufacturer narrative:
Investigation completed on 02feb2018. Device history record was reviewed for product 1206, lot # 426117 manufactured on aug 2 2017 with no abnormalities related to the reported failure. The devices manufactured during this period passed all required inspection points. The returned sample was examined under microscope. The foreign matter that is attached on the outer package appeared to be in light color. The vendor had concluded that the foreign object is a fiber instead of hair. The root cause was that the foreign object was attached onto the worker¿s sleeve and accidentally fallen off onto the pouch.

Event description:
It was reported a hair inside the wrapper. Issue was detected prior to use, no patient contact or injury reported. Additional information has been requested.